Manufacturer narrative:
(Serial #, catalog #, and expiration date) and additional information. Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. No product was returned for evaluation. The report of a pump stoppage event was confirmed based on the evaluation of the submitted system controller log file; however, a root cause for the event cannot be conclusively determined. The log file captured a pump stoppage event on (B)(6) 2017 at 3:28am while the system was connected to the power module resulting in alarms for driveline disconnect and low speed hazard. No other atypical events were captured. Based on previous complaint experience, the captured event appears consistent with a potential driveline issue. The account also reported observing possible metal shield thinning in the x-rays. No x-rays were submitted for evaluation, therefore the reported shield thinning could not be confirmed. The patient remains ongoing on vad support and no further related issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device information including the serial number, catalog number, manufacture date and expiration date was not provided. Section f9: approximate age of device ¿ 7 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that a pump stoppage occurred while the lvad system was connected to the power module. The patient was reported to be asymptomatic. A representative of the manufacturer¿s technical services reviewed the submitted log file and confirmed the reported pump stoppage. X-rays were also reviewed and showed some areas of driveline shield thinning; however, there was no obvious areas of concern for compromise. The lvad clinicians declined a driveline evaluation/replacement at the time. An ungrounded patient cable was requested. No additional information was provided.